Manufacturer narrative:
(B)(4).

Event description:
It was reported that earlier in the week of this report the patient¿s neck started to draw again so they had increased stimulation. The patient¿s neck had improved immensely, but they had stimulation in the wrong location. The patient now had an intermittent tingling sensation in their right mid-foot that went to about their toes. The tingling was ¿pretty constant¿, then settled down, but then started up again. The patient was not sure if they could reach their controller to turn stimulation down. The last time the patient had reprogramming done was six months prior to this report and they were given leeway to increase stimulation. Follow up with the patient¿s healthcare professional (hcp) indicated the event was not device related, but reprogramming was needed. Reprogramming done on (B)(6) 2014 was aimed only at improving the patient symptoms of spasmodic torticollis that had been relatively well controlled. The patient did not experience a loss of therapeutic effect or stimulation and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0511409v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0546425v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).